Manufacturer narrative:
The reported event that locking screw variax2 t10, full thread, 3.5mm/l22mm was alleged of s-83 (infection) could not be confirmed, since the device was not returned for evaluation and no detailed information regarding the infection (e.g. Diagnosis, evidence) was provided. For infection complaints expanded investigations are performed to assure that with respect to cleanliness and sterilization the complained device as well as all related manufacturing process steps are in accordance with the specifications. Within the final response of the contacted sales representative, it was stated that the lot code of the product is unknown. Thus, a DHR review could not be performed. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Based on the information available there is no indication that the infection was caused or is connected to the stryker product subject to the complaint. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Also, all variax implants are made from titanium or titanium alloy which are tested for biocompatibility. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.